Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's is unsure what her expected blood results should be. Verified the strips expire 05/18/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 303mg/dl fasting. Reviewed meter memory: 310mg/dl, (B)(6) 2015, 09:20:00 am, fasting: yes; 307mg/dl, (B)(6) 2015, 09:15:00 am, fasting: yes; 288mg/dl, (B)(6) 2015, 09:13:00 am, fasting: yes; 273mg/dl, (B)(6) 2015, 09:08:00 am, fasting: yes. When meter memory was reviewed "lo" was not confirmed.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report (B)(4).